Event description:
It was reported that the system 9600+ locked up in the middle of a procedure and could not recover. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power supply psi was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.